Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir had air bubbles when pushed the air in the reservoir. Customer¿s blood glucose was 155 mg/dl. Customer stated that the size of air bubbles was small. Reservoir will not returned for analysis.